Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 4.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. During first inflation at 6 atmospheres, the balloon ruptured in a pinhole form. The procedure was completed with a different device. No patient complications were reported.